Event description:
I had a non-st elevated myocardial infarction. Following this, I had a coronary stent inserted. Since this event I have suffered debilitating dizziness that has prevented me from performing basic everyday activities. Any possible prescription drug reactions have been eliminated as these drugs are no longer consumed.